Event description:
It was reported while using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder that the plastic cannula hub was cracked upon opening, the needle was bent in the packaging, and the safety shield fell off. No patient impact.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder that the plastic cannula hub was cracked upon opening, the needle was bent in the packaging, and the safety shield fell off. No patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 13-mar-2024. Investigation summary material #: 368650. Lot/batch #: 3334283. Bd received 1 sample and 1 photo for investigation. The photo shows a device in its unit packaging, confirming the lot number. The customer sample was evaluated by visual examination and functional testing and the indicated failure mode for cracked hub with the incident lot was observed. The failure modes of defective locking mechanism and bent cannula were not observed. Additionally, 20 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked hub. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.